Event description:
It was reported that during a monarch bronchoscopy procedure, the physician encountered navigation issues and elected to abort the case. There were no reported clinical consequences to the patient